Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that no delivery/occlusion alarm - unknown timing, back light anomaly, exposed to moisture, failed battery test occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
Retainer ring = black. On dec 20, 2021 customer alleged pump had no delivery alarms, failed battery alarms, and backlight anomaly. Pump successfully downloaded traces and history file using thus. Pump passed sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, self test and displacement test. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No failed battery alarms noted when inserting a new battery or in the pump history/trace files on the event date. No unexpected insulin flow blocked alarms noted during testing. No delivery alarms not noted on the event date. ¿adjusted pump's brightness and each feature functions properly. No backlight anomaly noted. Pump was cut open to perform visual inspection and found¿no evidence of moisture damage¿on the electronic assembly(pcba 1) board. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, cracked case, cracked case(battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Failed battery alarms not confirmed during testing or in the power management graph. No delivery alarms not confirmed during testing. Back light anomaly not confirmed. However, moisture damage confirmed on the pcba 1 board. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.